Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, there were not unattended alarms. Customer advised to monitor the pump and call if problems persist. The insulin pump will not be returned for analysis.